Event description:
It was reported by the customer that they had been hospitalized for low blood glucose levels on (B)(6) of 2014. Customer's blood glucose level was 56 mg/dl at time of hospitalization and was given an intravenous insulin drip while in the hospital. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be normal. Next, customer was asked to check for air bubbles in infusion set tubing. Customer verified there were no air bubbles. Afterwards, the reservoir was reinserted into insulin pump and a manual prime was performed. Customer stated insulin did exit and device did not alarm advised customer device was functioning properly and to monitor for any issues. Customer's blood glucose level was 55 mg/dl at time of reporting. Nothing further reported. Information"

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.